Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate.

Manufacturer narrative:
Patient identifier, age, weight and other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. This complaint is being submitted late due to lack of claim information from customer.